Event description:
It was reported that after an open total gastrectomy, a bleeding was confirmed and re-operation was performed. When device was fired, the adjusting knob was fully closed and the doctor waited 15 seconds before firing.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional questions asked: what type of anastomosis was created? End-to-side anastomosis which stapling technique was used? No answer which purse-string suture technique was used? Purse-string suture device was used for anvil side. What other devices were used for transecting and/or closing "otomies"? No answer. Was the sale representative present?---no. Was there a recent conversion to ees devices in this account or with this surgeon? We have no detailed information. Who fired the device?---we have no detailed information. Has the person firing been trained on how to use the ees circular device? We have no detailed information. Has the operating room staff been trained in preparing the ees circular device? We have no detailed information. What was being anastomosed? Staples were proper formation. How was it confirmed that the anvil was secured to the trocar? No answer. What confirmation was received indicating the device was fully fired ? Crunch. Was more than one firing stroke required to hear the crunch? Yes. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? The bottommost of green zone. The tissue was regular. Did the red safety remain engaged until firing? We have no detailed information. Were any unexpected noises heard? ---no. Did firing handle/trigger return to its original (pre-fired) position without intervention?yes. Was the breakaway washer completely cut through? Yes. Was the breakaway examined? Yes. Was the device fired across a staple line? No.